Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Customer reported receiving 1 false positive sofia sars results for 1 asymptomatic patient (off-label use at time of report). Customer reported confirmation testing done with pcr and results were negative.